Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets fell off during use within last 24 hours on (B)(6) 2024. Both the infusions were in use for less than 24 hours. The blood glucose level at the time of event was 60 mg/dl and patient resolved both the event by replacing infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-09335 - device 1 of 2. (B)(6).